Manufacturer narrative:
Concomitant medical devices: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's duel and movement disorders. It was reported that an impedances test was performed at 3.0 volts and resulted in impedances values of 2988ohms and 2917ohms for 2 of the electrodes. No symptoms were reported. Please see report number 3004209178-2016-10659.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for a CT/x-ray to look for breaks in the wires. It was also stated that the patient will be brought into the operating room to check the set screws of the lead or implantable neurostimulator (ins); the device will be replaced, if necessary. No date was scheduled for the CT/x-ray or the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.